Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 26.3 mmol/l (473 mg/dl) while wearing the pod longer than 48 hours. The patient stated that while attempting to deliver a correction bolus, insulin leakage was observed from the pod and when the pod was removed from the infusion site (back), the pod's cannula was found bent.